Manufacturer narrative:
A product development investigation was performed for the subject device (blade guide sleeve part number 03.037.017, lot number 9542998). The subject device was returned with the complaint condition stating that a portion of a blade / screw guide sleeve broke off. On (B)(6) 2016 a patient underwent initial treatment for a femur fracture with the trochanteric fixation nail advanced (tfn-a) system. As the blade / screw guide sleeve was inserted and pressing against the cortex of the bone, an outer tooth approximately one to two millimeters in size broke off. The surgeon determined to leave the piece inside the bone. There was no surgical delay reported. The procedure was successfully completed and patient outcome was stable. The returned blade guide sleeve (03.037.017, 9542998) is included in the trochanteric fixation nail advanced system (dsus/trm/0614/0109(3)) and is used to help with head element insertion. The returned sleeve was received with minor superficial marks, missing two color indicators, and with its distal lip/tooth damaged and partially broken off. Since the distal piece was broken off, the complaint condition was confirmed. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned blade guide sleeve (03.037.017, 9542998) was manufactured on june 23, 2015 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports, non conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. It was reported that a portion of the returned sleeve broke off, but no information was provided which would help determine a root cause for the complaint condition. Based on the available information it is not possible to determine a definitive root cause, but it is possible that an unusual circumstance and/or exposure to excessive off-axis forces contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and weight is not available for reporting. Patient was reported to be in his mid 30's, exact age is unknown. Device is an instrument and is not implanted/explanted, partial device remained in patient. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a portion of a blade / screw guide sleeve broke off. On (B)(6) 2016 a patient underwent initial treatment for a femur fracture with the trochanteric fixation nail advanced (tfn-a) system. As the blade / screw guide sleeve was inserted and pressing against the cortex of the bone, an outer tooth approximately one to two millimeters in size broke off. The surgeon determined to leave the piece inside the bone. There was no surgical delay reported. The procedure was successfully completed and patient outcome was stable. Concomitant device reported: guide wire sleeve (part# unknown, lot# unknown, quantity:1). This is report 1 of 1 for (B)(4).